Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment 4 march 2017. The representative reported that the issue was resolved via lubrication and readjustment of the collimator. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed an error message stating that a collimator error occurred. No additional information was provided. There was no patient present when this issue was identified.